Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient started having increased left low back pain due to the generator was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.